Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with intermittent crosstalk. Programming changes did not resolve the issue. Additional programming changes or surgical options were suggested. Further actions will be discussed with the physician. No further information is available.